Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the cable cut off and the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the instrument was disassembled to inspect internal components the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic esophagectomy, the tissue pad was deformed during use. No pieces fell into the patient. The blade tip was not broken off. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.